Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant and infection at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Damages found during device investigation are most likely related to the explantation surgery.

Event description:
The user's hearing performance with the device was affected. The user had to be explanted due to an infection and breakdown of skin over the implant site. Prior to the infection the user had very good hearing performance with the device.